Event description:
Upon removing, the delivery system from the packaging, it was noted that the distal end of the stent was not fully opposed on the balloon. The product was not clinically used.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.